Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, implanted: (B)(6) 2017, product type: screening device. (B)(4).

Event description:
A trial patient reported one of her wires had come through the bandage and there was a loose wire. The patient contacted the healthcare professional (hcp) on the morning of (B)(6) . The hcp stated that as long as the patient could feel stimulation it was ok. The patient increased stimulation to 3.5. The patient stated their husband would be adding more tap/bandage to cover the wire, the hcp direction. The patient began the trial on (B)(6) 2017. There were no further complications that have been reported as a result of this event. The indication for use is unknown.